Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device connector leaked at the connection site from the transfusion site during use, and the connector was immediately replaced. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that the q-syte connector was leaked at the connection site with the transfusion site. The connector was replaced immediately. No impact on the patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device connector leaked at the connection site from the transfusion site during use, and the connector was immediately replaced. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that the q-syte connector was leaked at the connection site with the transfusion site. The connector was replaced immediately. No impact on the patient."